Manufacturer narrative:
No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. It was reported that a patient received a metasul taper liner combined with a metasul head on (B)(6) 2009. The surgeon planned a revision surgery on (B)(6) 2015 due to high cocr levels. 4 x-rays were returned. Two x-rays were dated (B)(6) 2015, no date available for the other two. The first x-ray dated (B)(6) 2015 showed the a-p view of the pelvis with the implanted components. Large signs of osteolysis were visible around the stem at the level of the lesser and greater trochanter. On the second x-ray dated (B)(6) 2015 radiolucency and high osteolysis along the stem were visible. On the other two x-rays, the stem was clearly broken distally. The surgical report was handwritten and difficult to read. The report, dated (B)(6) 2009, stated that the patient underwent a tha on the right hip. Hospital analysis attached with the surgical report confirmed high levels of cocr: co 291 nmol/l and cr 98 nmol/l. Possible causes for the reported event according to dfmea: - wear to head or liner, due to surgeon did not follow surgical technique. Possible, as poor amount of information about surgical procedure was received. - wear to head or liner, due to damaged head / liner during reduction(s) and surgical dislocations. Possible, as part were not returned it could not be excluded. - wear to head or liner, due to intra-operative debris between liner and head. Possible, as part was not returned it could not be excluded. - wear to head or liner, due to 3rd body debris between articulating surfaces creating surface defects. Possible, as part was not returned it could not be excluded. - wear to head or liner, due to joint laxity. Possible, as large amount of osteolysis, which could contribute to joint laxity, was observed. The poor bone quality observed in the x-rays along almost the entire stem length and the radiolucency observed could be the reason of the breakage observed. Probably, the reason of the excessive friction between head and taper could be an unstable stem implant which may have underwent to cyclic movement. However, with the poor amount of information received and without the product, it was impossible to determine a specific root cause. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 40, 12/14, size xl/ + on (B)(6) 2009. A revision surgery was planned on (B)(6) 2015, due to high cobalt and chromium levels.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not yet been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).